Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2004 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with placement of a suprapubic tube, cystoscopy, bladder neck suspension using polypropylene mesh, grade 3 rectocele repair, and perineal repair due to grade 3 cystocele, grade 3 rectocele, and stress urinary incontinence. The patient underwent cystoscopy/removal of mesh on (B)(6) 2010 due exposed mesh in vagina. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/12/2017. It was reported that patient underwent excision of all remaining vaginal mesh, anterior colporrhaphy, high uterosacral ligament colposuspension via an extraperitoneal approach, and cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to recurrently exposed vaginal mesh. It was reported that patient underwent excision of vaginal mesh from anterior wall on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh exposure.

Event description:
It was reported that patient underwent excision of all remaining vaginal mesh, anterior colporrhaphy, high uterosacral ligament colposuspension via an extraperitoneal approach, and cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to recurrently exposed vaginal mesh. It was reported that patient underwent excision of vaginal mesh from anterior wall on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh exposure.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal in 2005 and additional removal in 2011.